Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was treated for an intertrochanteric femoral fracture approximately one year ago. The patient was immediately weight bearing. On an unknown date the patient felt a sudden severe pain. It was noted the patient had nonunion and a broken nail. After removing the proximal femoral nail antirotation (pfna), the osteoblasts for autologous transplantation into a bone was produced and a dynamic hip system-trochanteric stabilization plate (dhs-tsp) was implanted. The patient will use a weight bearing orthosis for a period of time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.